Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2013. The lead was not replaced. The explanted generator was returned on (B)(4) 2013 and is pending product analysis. Attempts for additional information have been unsuccessful. No other information has been provided.

Manufacturer narrative:
The initial report inadvertently did not report the increased seizures and tachycardia, and therefore, it reported the incorrect event date. The initial report inadvertently did not include the increased seizures and tachycardia which were mentioned around the same time of the high impedance. At this time, it does not appear that the patient has been diagnosed with tachycardia.

Event description:
Additionally, clinic notes dated (B)(6) 2013 reported that since the patient was last seen, he had "another seizure, several actually....they are concerned that he developed tachycardia." The physician indicated the patient came in for an early follow-up appointment due to "these seizures (unfortunately)." The patient's visit was for intractable epilepsy with medication management. The near end of service indicator was "no" at that time. Later on (B)(6) 2013, the mother reported that the patient was still getting seizures at about three times a week.

Event description:
Additional information was received that product analysis was completed on the generator. The generator was found to be at end of service. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Review of the available programming and diagnostic history for the patient¿s generator revealed that the physician regularly performed normal mode diagnostic tests. The only available system diagnostic test results were from the date the generator was explanted which showed the system was intact and the device had reached an end of service condition.

Manufacturer narrative:
Corrected data: initial MDR inadvertently listed the incorrect product information.

Event description:
Clinic notes were received for the patient¿s referral for generator replacement surgery due to battery near end of service. In the notes dated (B)(6) 2013, it was noted that the dcdc convertor code = 5. On system diagnostics, this is considered high lead impedance and is indicative of a lead discontinuity, disconnection, fibrosis, or another manner of high impedance in the system. On normal mode diagnostics, this is not a device issue and likely indicates the system is working harder to deliver the intended therapy due to the battery wearing. The clinic notes did not dictate which diagnostic test the dcdc=5 resulted. Attempts for additional information have been unsuccessful to date. On both of these dates, the patient continued to have seizures, but the duration was shortened by use of the vns magnet. The device was showing near end of service on (B)(6) 2013, which substantiates that the dcdc=5 may have likely resulted on normal mode diagnostics rather than system diagnostics. Previously in notes dated (B)(6) 2013, it was reported that the device did not show near end of service. The patient came in early for the appointment due to seizures as part of the intractable epilepsy and for medication management. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Review of device history records. Review of the lead manufacturing records confirmed all quality tests were passed prior to distribution.